Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the access system became kinked. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman ® laa closure device & delivery system (wds) was inserted into a watchman ® access system (was) and deployed in the laa. During a full recapture of the closure device, as it did not meet compression criteria, the was unknowingly became kinked near the groin. They withdrew the 27mm wds and prepped a 30mm wds. They introduced the 30mm wds into the was and met resistance down in the patient's groin area. They removed the wds and noticed there was damage at the distal tip. They inspected it under fluoroscopy and noticed the wds was kinked. They removed the was and exchanged it for a new one. They were able to successfully implant another 30mm watchman ® laa closure device. There were no patient complications and the patient is fine.